Manufacturer narrative:
E1. Initial reporter address 1:(B)(6). The device was returned and evaluated by manufacturer. A visual examination of the balloon identified no damages. A visual and tactile examination confirm that a break existed in the hypotube along with multiple kinks along both sections of the hypotube break. The break was located at 22cm distal to the distal end of the strain relief. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage.

Event description:
Reportable based on the device analysis completed on 08oct2024. It was reported that the device failed to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device could not cross the lesion, and the procedure was not completed due to this event. There were no patient complications reported post procedure. However, device analysis revealed that the hypotube broke.